Manufacturer narrative:
An r3 liner (71335858 08cw16370 (B)(6)), modular head (74222146 08hw18616 (B)(6)) modular sleeve (74222100 07lw14954) and threaded hole cover (71336500 09jm02627a) were received for investigation following hip revision surgery for pain. The devices were all used in treatment. A review of the complaint history for the r3 shell, r3 liner, modular head, sleeve, stem and threaded hole cover was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the shell, stem, hole cover and modular head. Similar complaints have been identified for the sleeve and r3 liner. However, as these devices are no longer sold, no action is to be taken. The production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. A wear patch were observed on the bearing surface of the head and discolouration was observed around the wear patch. Fine scratches were observed on the bearing surface of the liner and minimal discolouration was observed on the taper of the liner. Surface texture change and discolouration were observed on the internal sleeve taper and minimal discolouration was observed on the external taper of the sleeve. Wear analysis was performed to review linear and volumetric wear on the bearing surface of the liner and head. The wear image identified a wear patch on the bearing surface of the liner. Maximum linear wear for the liner was 7.3m. The wear image identified a wear patch on the bearing surface of the head. Maximum linear wear for the head was 25m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 28.5m (localized toward the distal contact region). Based on historic wear data, after 9.7 years in vivo, the measured combined linear wear is in line with the expected wear for a non-edge loaded smith and nephew large diameter metal on-metal device. The position of wear on the liner shows that the head was articulating within the bearing surface of the liner. Material loss was measured on the internal taper of the sleeve.

Event description:
It was reported that right hip revision surgery was performed due to pain.